Event description:
Customer reported receiving a failed battery test on the insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
All operating currents are within specification no unexpected low battery, off no power or failed battery test alarm noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.